Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he inserted a sensor and today his sensor site was hurting so he removed it. The sensor looked as if it was cut, nothing was under the skin, no pain, and no discomfort now. Customer's blood glucose was 117 mg/dl. The cannula was pulled up through the sensor base. Customer didn't recall any significant event which may have caused the sensor issues. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Reliability analysis was unable to confirm the insertion anomaly due to the insertion needle not being returned.